Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter smelled burned and would not start up. The issue could not be resolved at the hospital. The unit would be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis confirmed that the transmitter would not power on, additional findings after opening the unit revealed damage to the circuit board where burn marks were found.